Manufacturer narrative:
Alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a male patient that he experienced irritation and red eyes with use of consept onestep. The patient went to the hospital, saw an ophthalmologist and received 1 eye drop, fluorometholone, a topical anti-inflammatory. At the time of the initial call, the patient continued to have irritation and red eyes. The date of occurrence was not provided. No further information was provided. Solution is used with the neutralizing tablets, and a separate MDR is being filed for the solution. This report represents the neutralizing tablets.

Manufacturer narrative:
Alternative report identification number: (B)(6). Device evaluation: the neutralizing tablets were not returned for investigation. A product investigation could not be performed and the customer's reported event could not be confirmed. Retain testing: chemistry testing was performed as part of the retain testing. The results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. Environmental monitoring records were reviewed and found to be in conformance. No process and/or material changes were noted. No non-conforming materials were noted. Batch records were reviewed and found to be in order. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.